Manufacturer narrative:
We are working on the device history record (DHR), once we get more information it will be submitted in a supplemental report. Manufacturer's ref. No: (B)(4). FDA report numbers 2029046-2018-01280 / 2029046-2018-01279 are related to the same incident.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with two preface® guiding sheaths with multipurpose curve and the brim caps became detached. When the smart touch sf catheter was removed from the preface sheath the brim cap came off. The sheath was changed, however the same issue occurred. The procedure was completed using the second preface sheath with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event is MDR reportable because if the brim cap is detached from the preface, then there is a potential risk to the patient.

Manufacturer narrative:
Additional information was received on march 4, 2018. There was no wire or braid exposed. There was no resistance or difficulty during insertion or removal of the catheter through the sheath. The brim cap detached on the first and second sheath and the physician reconnected it on the second sheath and continued to use that device. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/26/2018. The analysis has begun but is not completed at this time. The product was returned with the brim cap detached. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheaths with multipurpose curve and the brim cap became detached. The device was visually inspected and it was found in good conditions. Per visual analysis, the brim cap was received properly placed to the sheath introducer hub. No anomalies or damages were found on the received devices. Then, the received vessel dilator was removed/inserted through the sheath introducer and the brim cap and the gasket remained snapped to the sheath introducer during the vessel insertion/removal. Also, a lab sample smart touch catheter was introduced through the sheath introducer several times. The brim cap and the gasket remained snapped to the sheath introducer during the smart touch insertion/removal. Then, the brim cap and the hub outer diameter were measured and it was found within specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On line, functional tests are in place to prevent this type of failure from leaving the facility. The failure reported by customer was not confirmed due to the functional analysis was performed successfully. The brim cap and the gasket remained snapped to the sheath introducer hub during vessel dilator and lab sample smart touch insertion/removal. Also, the hub ring outer diameter and the brim cap inner diameter were measured and found to be within specifications. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on july 10, 2018. The device manufacture date is 07/05/2017 and the expiration date is 3/31/2020. Manufacturer's ref. No: (B)(4).